Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error message displayed was due to a faulty main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 189) error message and performed a safety reset. The device work normally after the safety reset. There was no patient injury reported as a result of this incident.